Event description:
The upper jaw of the device broke during an arthroscopic knee surgery. The patient had a tight knee compartment and application of excessive torque by surgeon resulted in upper jaw break. The broken fragment from the device was retrieved from the patient's knee during primary procedure.